Event description:
The customer reports the device fails to perform the boot up process and only has a blinking screen.

Manufacturer narrative:
(B)(4). The customer reports the device fails to perform the boot up process and only has a blinking screen. Philips repair bench evaluated the device and confirmed the reported complaint. The processor pca was replaced to resolve the problem. We will consider this a malfunction of the processor pca that caused the device to fail to boot up properly.